Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to fluid loss. It was observed that the tubing from pump to cylinder was damaged and right cylinder was ruptured. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The components were visually and microscopically examined, and leak tested. Visual and microscopic examination of both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. In relation to the pump, the momentary squeeze (ms) pump passed visual inspection and the leakage test. Lastly, ms pump failed inflation test. Based on the information available and analysis results, the activation problem identified during the inflation test, could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to fluid loss. It was observed that the tubing from pump to cylinder was damaged and right cylinder was ruptured. The ipp was explanted and replaced. There were no patient complications reported.